Manufacturer narrative:
Image analysis four still images received for analysis. Figure 1 and 2 depict the distal end of an endurant delivery system. Deformation is evident to the graft cover and the distal end of the device appears bent. Figure 3 depicts an overhead photo of the device. The external slider is in the home position and a bend is observed to the distal end of the graft cover. Figure 4 shows the proximal end of the delivery system. No damage is evident to the back-end wheel or screw gear. Film analysis conclusion: the reported events could not be confirmed based on the limited still images provided. Procedural video angiograms documenting advancement of the device through the previously implanted non-medtronic stent graft, including positioning and deployment attempts, were not available for review. However, significant angulation/tortuosity at the level of the non-medtronic stent graft, which was described as contributing factors to the reported kink and deployment difficulty, were observed and corroborated by the available imaging medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of a 59mm abdominal aortic aneurysm. A non medtronic stent had been implanted approximately 4 years previously and CT showed this had migrated. It was reported during the index procedure after enbf3616c170ee was positioned, severe distal twisting of the original non-medtronic stent graft was noted. After angiographic confirmation of positioning, the physician attempted to deploy enbf3616c170ee by rotating the release handle. After multiple rotations of the release handle, there was no movement at the proximal end, and the surgeon noted that the stent graft could not be deployed. Deployment was therefore abandoned. The release handle was re-tightened and the stent graft was withdrawn. After removal, several bends were observed on the outer sheath of the device. Ultimately, the surgeon abandoned the endovascular procedure and converted to open surgery. Per the physician the cause was anatomy related and believed that the original stent graft was severely twisted. After enbf3616c170ee stent graft was advanced, kinking of the outer sheath occurred, leading to difficulty in deployment, and ultimately the device could not be successfully deployed. No additional clinical sequelae were reported and the patient is fine.